Event description:
The patient had a pathologic l2 fracture and was taken to surgery. The patient was brought to the operating room. A biplanar fluoroscopy was used to identify the l2 fractured vertebral body. Bilateral jamshidi needles were placed and then exchanged over guidewire for a larger cannula. Biopsies from the vertebral body were obtained. Then, kyphoplasty balloons were placed bilaterally and inflated. The cement carriers were brought to the table and initial placement of bilateral cement was begun, and at the exact same moment as the cement was being begun, anesthesia noted that the patient's heart rate had quickly deteriorated, and the remainder of the procedure was promptly and immediately aborted. The patient was stabilized after resuscitation. The patient was then taken to the intensive care unit.